Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and cool pump test of the returned device in the vizigo sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub and it was observed a bent sheath of the vizigo sheath. The root cause of the bent sheath could be related to handling complaints. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brimmed cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001554 number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified a bent sheath and that the hemostatic valve was dislodged. It was initially reported by the customer that valve of the sheath was blocked and the dilator would not advance. The sheath was replaced and the issue resolved. The procedure continued without complication. No patient consequences were reported. The sheath obstruction is not MDR-reportable. The hemostatic valve dislodgement is MDR-reportable.